Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the laser did not fire intermittently. Additional information has been requested.

Manufacturer narrative:
The system was examined and the company representative verified that the issue was in the settings used by the operator. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 29, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the settings set by the operator. There was no problem was found with the system. The manufacturer internal reference number is: (B)(4).